Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the talar component due to malposition and instability.

Manufacturer narrative:
Correction - h6 (results code and conclusion code). The reported event could not be confirmed based on available information and hcp assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon review of the available CT scans the hcp opined that- the malpositioning of the talus can be confirmed as well as a clear malpositioning of the tibial component. The tibia is positioned laterally in the ap-view but does not show clear signs of loosening or migration. The talar component is very clearly laterally malpositioned and might be a little subsided. Although radiolucence or cysts as indicators of such a migration are missing. Overall, the malpositioning is likely to have occurred due to a procedure related issue, not device related. The bone substance may have contributed as well which would be a patient related factor. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Based on the available information the root cause was attributed most likely to be a user related issue. The failure was caused by malpositioning of device during primary surgery that results in instability as suggested by the surgeon, which could be confirmed with available CT scans as well. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the talar component due to malposition and instability.